Manufacturer narrative:
**Update** (B)(4) 2013 - legal claim received. Legal claim also provided operative notes and a sticker sheet. Part/lot has been updated. The correct doi was provided. The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the lot code required was not provided. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. D. No additional information was obtained. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4). Depuy synthes has been informed that the catalog number and lot number is not available. Examination of the returned stem finds the device failed through high cycle fatigue loading with the initiation site on the lateral aspect of the stem. This can be caused by cantilever loading of the hip stem under activities of daily living when there is insufficient support by the bone in the proximal region of the femur. The implant exhibits a lack of biological fixation. No evidence of material or manufacturing defect was observed. X-ray review confirms fracture in vivo. Review of the stem device history records and material certifications revealed no related manufacturing deviations or anomalies. Additional medical records were received and reviewed by a medical professional. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the performed investigation, the need for corrective action was not indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary

Event description:
Update rec'd 2/19/2016: litigation received. There is no new information that would change the MDR decision. This complaint was updated on: 3/2/2016.

Event description:
Patient was revised to address a broken stem.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Remove: update: (B)(6) 2013- legal claim received. Legal claim also provided operative notes and a sticker sheet. Part/lot has been updated. The correct doi was provided. The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination. Review of the device history records and material certifications revealed no related manufacturing deviations or anomalies. Provided medical records and x-ray images were received and reviewed. A root cause could not be conclusively determined. It is noted that this patient is considered morbidly obese. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). Update rec'd 6/27/2014- pfs and medical records received. A correct doi and dor was provided. After review of the medical records the revision operative note confirmed a broken stem. There is no new additional information that would affect the existing MDR decision. The device associated with this report was not returned. Review of the device history records and material certifications for the broken stem revealed no related manufacturing deviations or anomalies. Additional medical records were received and reviewed by a medical professional. With the information provided, it cannot be determined that the complaint is product related. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update 9/21/15 medical records received. After review of the medical records for MDR reportability, the revision operative note indicated a broken stem. The medical records also indicated the patient had pain and discomfort. A post operative note indicated that a minimally displaced femur fracture was noted in the recovery room. At this time it is not known which product caused the fracture. The patient wasn't taken back to the operating room for the fracture. By (B)(6) 2013 the fracture was noted to be healed. The complaint was updated on:10/14/2015.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 06/27/2014 - pfs and medical records received. A correct doi and dor was provided. After review of the medical records the revision operative note confirmed a broken stem. There is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
Examination of the returned stem finds the device failed through high cycle fatigue loading with the initiation site on the lateral aspect of the stem. This can be caused by cantilever loading of the hip stem under activities of daily living when there is insufficient support by the bone in the proximal region of the femur. The implant exhibits a lack of biological fixation. No evidence of material or manufacturing defect was observed. Review of the stem device history records and material certifications revealed no related manufacturing deviations or anomalies. Additional medical records were received and reviewed by a medical professional. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the performed investigation, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.